Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received multiple shocks and anti-tachycardia pacing (atp) but many electrograms (egms) did not contained the very recent events. Data was saved for analysis. Boston scientific technical services (ts) explained that device will store the current data regardless of the type of episodes. Ts reviewed the data and noted that there were at least 7 to 8 atrial tachy response (atr) episodes and 1 pacemaker mediated tachycardia (pmt) that was newer than atp. These episodes needed to claimed space for each one. This was expected but undesirable operation. Furthermore, ts reviewed current shock therapy and noted that therapy was exhausted in the ventricular tachycardia (vt) zone. Shock therapy was delivered for atrial flutter and atrial fibrillation with rapid ventricular response. Field representative was contented with the ts explanation with regards to device data storage. Additional information obtained from the field representative indicates that device tachy therapy was turned off as patient has been made a dnr (do not resuscitate) status. Device still remains in service. No adverse patient effects were reported.